Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the battery life on the automated impella controller (aic) is short. Before aic was plugged back in after air care transfer, low battery was displaying. Doctor remarks indicate the battery is draining fast on the console. The aic was plugged into red outlet for charging. There was no patient harm reported.

Manufacturer narrative:
The investigation for the console (aic) battery charging issues has been completed. After reviewing the console logs, the battery level low issue with ic4766 was confirmed. There were numerous battery level low (50%) (event set #23) alarms observed from the reported complaint date. The console was returned for evaluation, the reported battery level low issue was unable to be reproduced. The batttest utility was used to check the health of the batteries but no issues were observed with the batteries.the battery level low issue was determined to be use related.